Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that the patient underwent another surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hydrodilation of the bladder and anterior colporrhaphy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with mesh removal due to recurrent sui and urge incontinence. Following insertion, the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, subvaginal cyst, vaginal discharge, urinary retention, and vaginal itching. On (B)(6) 2010, the patient underwent excision of exposed anterior vaginal wall mesh midline with debridement of vaginal edges, closure of defect, and excision of subvaginal cyst at vaginal introitus. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/3/2016, add'l info.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.